Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged alleging heart issues no medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed the humidifier, air inlet filter and one of the flip doors were missing. What seemed to be dried liquid spots were observed inside the air inlet. A greyish dust-like contamination was observed in the base of the bottom enclosure. Pil observed a keratin-like substance around the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Dust-like contamination was observed on the front panel, top enclosure, rear panel, and on the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and pil is unable to directly address the symptoms outlined in the complaint. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was able to find the dust-like contamination in the device. In box d: product UDI, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart issues. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.